Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the u plug (ultrasound plug) unit and cable led to the malfunction noisy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced the image has snowflake image; unable to recognize image. The issue was found during service maintenance. There were no reports of patient involvement.